Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic assemblies. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to verify battery power loss anomalies and battery out of limit alarms due to blank display. Unit received with corroded force sensor assembly and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device is having battery issues. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.